Manufacturer narrative:
Device evaluation: a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No faults were found. The device was returned to smiths medical. No external damage was noted. The pump passed all functional tests and there were not any errors in history. The cause for the "air in the line" complaint is undetermined.

Event description:
It was reported that "air in line" was detected with no air present. No patient injury was reported. The event occurred at (B)(6) hospital during bench testing.